Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty maneuvering the trailing haptics into the capsular bag and in the process broke capsule. The lens was removed, a vitrectomy was performed, and a 3 piece lens was implanted in the sulcus. The patient's prognosis is good. Vision is improving. The current treatment is routine post-op eye drops (abx and pred forte).

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.